Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the "device reboots - can't run in monitor mode." There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.